Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, pateint reported that their aligners cut their tongue and they had to stop wearing the aligners for several days so their tongue could heal. Provided information on general discomfort and tips. Recommended to use file to smooth any rough or sharp edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.